Event description:
Customer reported an under infusion of two chemotherapy medications on the same pt in an inpatient pediatric ward. First infusion was a secondary with approximate vtbi was 490mls and it was 20 minutes late completing. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The event logs have been received and the evaluation is ponding. A follow up report will be submitted once the failure investigation is completed.